Event description:
It was reported that suture placement in the bilateral common femoral arteries was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, at the right common femoral access site, when the plunger was removed no suture was present. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 18f and the tavr procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the two additional proglide devices. Reportedly, at the left common femoral artery access site, no suture was present when the plunger was removed. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 20f and the tavr procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the two additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.